Event description:
It was reported that during a gastrectomy procedure that an error occurred and it was found that the tissue pad fell out. The fallen piece was found out of the patient's body. It was found on the mayo table. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.